Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high pacing thresholds and intermittent oversensing, without pacing inhibition. No additional adverse patient effects were reported.